Event description:
During service by baxter, the infusion pump was found to contain an air-in-line printed circuit board out-of-specification. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Additional information: an air-in line issue was initially reported by the facility and occurred during biomed testing. Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specificaiton. The ail pcb was replaced.